Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's eye on (B)(6) 2014. The reporter stated the intraocular pressure was high and the patient experienced extreme pain. The surgeon performed another pi to relieve the pressure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results per medical review - reportedly, by a hcp, the patient was presented with pain and elevated iop after icl implantation. Another intervention (iridotomy) was planned in order to relieve the symptoms. According to the information (email) dated on 09/11/2014 it seems that the surgeon`s technique is to place iridotomies (pi) "super peripheral". Per dfu warnings: " 4. Two basal iridotomies must be performed 90° apart using a yag laser at least 2 weeks before implantation of the visian icl, with confirmation of the patency of the iridotomies prior to implantation". It should be noted that nonfunctioning pis are the most common cause of elevated iop/pupillary block after visian icl implantation. The only way to verify patency is to visualize the structures posterior to the pi's opening, like the edge of the icl or anterior capsule. Based on data for the icl's FDA premarket approval, most surgeons perform nd: yag pis, and approximately 5% of them do not function, which leads to increased postoperative iop. Dilating the iris can often temporarily break the pupillary block. The definitive treatment is to enlarge the pi(s) and/or create additional pis, either surgically or with the nd: yag laser. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.